Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The hearing with the implant started to fluctuate 10 days ago and 1 or 2 days later the patient stopped hearing absolutely. Re-implantation is planned.

Manufacturer narrative:
Conclusions: device investigation shows micro-leaks at the housing braze joint. This leads to the conclusion that the device electronics failed over time after humidity ingress through these micro-leaks. The problems described in the patient report seem to match this finding. Furthermore, at explantation it was found that some electrode contacts were apparently out of cochlea and extrusion of the active electrode through the external auditory canal occurred, most likely due to the observed complete ossification of the mastoidectomy and facial recess. This is a final report.

Event description:
The hearing with the implant started to fluctuate at the beginning of (B)(6) 2017 and 1 or 2 days later the patient stopped hearing absolutely. The recipient has been re-implanted.